Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of stimulation sensation following a fall. She fell off a chair and was not able to feel stimulation two days later. The patient increased her stimulation to the maximum voltage but still could not feel any stimulation. She described her status as fair. Additional information has been requested, a follow-up report will be sent if additional information becomes available.